Manufacturer narrative:
(B)(4).

Event description:
During a 12 month follow-up treatment of a left unruptured ophthalmic saccular aneurysm measuring 11mm x 5mm, it was discovered that the device had thrombosed. There was flow around the device and in the aneurysm then to the distal vascular bed the brain was being perfused. It was reported that the patient showed no clinical signs of deficit. Dual anti platelet testing was not performed at the time of treatment. It was reported that the patient showed no clinical signs of deficit.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).